Manufacturer narrative:
It was determined that the proximate causes of the issues noted were: door latch assembly with damaged sear associated to recall affected. Bezel assembly had crack in lower hinge from mechanical failure. Ail sensor assembly damaged from contaminated housing.

Event description:
The device had components with wear and fluid ingress.

Manufacturer narrative:
H10: this reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. Service determined that the proximate causes of the issues noted were door latch assembly with damaged sear associated to recall affected bezel assembly had crack in lower hinge from mechanical failure. Ail sensor assembly damaged from contaminated housing. There was no reported patient injury. This device is used for therapeutic purposes.